Manufacturer narrative:
A ge oec service representative investigated the issue and found the system would require a cpu upgrade to restore function. An upgraded cpu and associated components were installed, including various pcbs and backplane, and software. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system appeared to have performed an uncommanded system reboot. System was described to be in a lock-up state.